Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient required medical attention on (B)(6) 2024 due to hypoglycemia (specific blood glucose levels were not provided). The pod was worn on the arm between 37 and 48 hours. Symptoms reported include difficulty moving and fatigue. The patient called their doctor who arrived at their home and noticed that the device was alarming. The old pod was removed, and the doctor placed a new pod and checked the system worked.